Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen. The customer reported a blood glucose value of 520 mg/dl. Troubleshooting was performed the event involved product(s) unk_ngp. The customer reported high blood glucose. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was not active at the time of the event. No further patient complications were reported. Product return required for unk_ngp. It was unknown whether the product will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.